Event description:
It was reported that during a device change out, the atrial lead was inadvertently pulled out of position. The lead was repositioned. On (B)(6) 2014, during interrogation, it was noted that the lead was dislodged. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.